Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated surgical procedure and did not place the ipg into surgery mode prior to the surgery. Postoperatively, the ipg was unable to communicate with external devices, and it was determined the device was inoperable. Troubleshooting thus far has been unsuccessful. As a result, the patient may be awaiting surgical intervention to replace the ipg.

Event description:
Follow up information identified the patient underwent surgical intervention to explant and replace the patient¿s ipg. Postoperatively, effective therapy was restored.